Event description:
A doctor called in to say he had a patient that had been burned while being treated with a quattro 2.5 tens unit. The doctor was not with the device when he called in to report the injury. The doctor needed further explanation and clarification regarding proper use of and terminology involved with tens unit use. The doctor denies use of ice or heat with the treatment. A follow-up with the doctor on 5/23/2016 concluded that the user had received 3rd degree burns, and is currently receiving treatment from a dermatologist.